Event description:
The company was informed that the pt's device was explanted. The pt was reportedly a nonuser. There are no plans for reimplantation. Advanced bionics is in the process of gathering more info; once more info is available, a supplemental report will be submitted.